Event description:
Customer complained about a discrepant inr results between a coaguchek xs (B)(4) meter and a lab using an unknown reagent. At 2:15 pm, the customer tested a patient by fingerstick and the result was 6.2 inr. At 2:25 pm, the patient had a lab test and the result was 4.5 inr. There was no allegation of an adverse event. The patient's therapeutic range is 2.0-3.0 inr. The patient is anemic and has a hematocrit around 11%. The patient is not on heparin or direct thrombin inhibitors. The patient does not have antiphospholipid antibodies. The patient's dosage of warfarin was increased prior to the test on (B)(6) 2018. The patient has no new illness or medications and no diet changes. No signs of bleeding or bruising are present and the patient currently feels fine. Retention test strips (294947) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.